Event description:
It was reported by the pharmacist: " patient ((B)(6)) was implanted with a femoral nail in (B)(6) 2013 and had to be reoperated following a femoral fracture and fracture of the nail the (B)(6) 2013. The broken nail was retained."

Event description:
It was reported by the pharmacist: " patient (B)(6) was implanted with a femoral nail in (B)(6) 2013 and had to be reoperated following a femoral fracture and fracture of the nail the (B)(6) 2013. The broken nail was retained."

Manufacturer narrative:
Evaluation summary: the returned nail matched the report and the reported event (¿fracture of the nail¿) was confirmed. Review of the device history records revealed no discrepancies. Dimensional examination of the returned nail revealed no deviations in the relevant undamaged areas. The appearance of damage and the evidence of the breakage surfaces suggest that the nail broke in a fatigue fracture due to overload after an implantation period of approx. 4 months. The absence of plastic deformation additionally indicates that the nail broke in a fatigue manner. Features of a ductile / forced fracture were not found. An evaluation from a medical point of view was not possible due to missing information as to x-rays / medical records, additional patient data, which was requested but not provided. Based on the above facts the root cause of the reported event is most likely not device related. Nevertheless, the exact cause could not be determined with the sparse information provided. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.